Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer does not exhibit symptoms of low blood glucose. The customer had 2 low alerts and 1 high alert. The customer was advised that we will place a report about the low threshold and did continue with sensor error troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.